Event description:
Reported issue: the catheter kinks where it splits and after having kinked 3 times, the catheter no longer runs at all; or at the split, the catheter is torn along its length causing it to leak. In 2 patients the urine runs along the catheter, they are already using medication against bladder spasms and had no complaints with the previous catheter.

Manufacturer narrative:
(B)(4). 1 actual sample returned for investigation. It was reported that "the catheter kinks when it splits and after having kinked 3 times, the catheter no longer runs at all, or at the split, the catheter is torn along its length causing it to leak. In 2 patients the urine runs along the catheter, they are already using med. Visual inspection did not show any damages such as torn, kinking or other abnormality on the catheter. The returned sample however did not exhibit any fault that could impact its fit, form and functionality of the catheter. The sample was then tested by inflating the balloon with 10ml of color water for further assessment on any leakage. However, no leak was observed throughout the catheter. The balloon was able to stay inflated and served its purpose perfectly. Closer observation on the drainage eyes of the catheter did not show any abnormality. The drainage eye was in normal size and shape. No silicone slugs or particle found that could occluded the drainage lumen observed. Based on the analysis carried out, the returned sample did not exhibit any fault that could impact its fit, form and functionality of the catheter. The catheter was fully functional upon completion of inflation and deflation tests. The balloon was able to inflate and deflate without any problem. There was no blockage on drainage lumen as water could pass through till drainage eye area when water was introduced from the drainage funnel. Since there was no product dis-functionality issue observed based on reported failure, therefore this complaint could not be confirmed.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the catheter kinks where it splits and after having kinked 3 times, the catheter no longer runs at all; or at the split, the catheter is torn along its length causing it to leak. In 2 patients the urine runs along the catheter, they are already using medication against bladder spasms and had no complaints with the previous catheter.